Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting high readings with the adc device. The customer self-treated with insulin (dose/type unknown) due to high readings and had a loss of consciousness. Emergency services were called and the customer was provided glucose for hypoglycemia. Readings comparison of 400 mg/dl and 350 mg/dl from sensor against healthcare blood glucose meter results of 50 mg/dl and 39 mg/dl were provided. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.